Event description:
It was reported that during a demonstration, the generator failed to display any function on the led display and no sound was emitted. There was no pt consequence.

Manufacturer narrative:
The unit was returned to the analysis site due to the generator failed to display any function on the led display and no sound was emitted. Per the service manual, the analysis site performed calibration and tests and determined the main pcb was causing the unit to boot up with a blank display and has no sound, confirming the customer complaint. The analysis site replaced the main pcb to correct the customer complaint. The unit has not been returned for service prior to this event, therefore, no service history review can be done.